Manufacturer narrative:
(B)(4). Action taken with dianeal therapy was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment rendered for the event was not reported. The patient was discharged five days after admission. At the time of this report the patient outcome was not reported. The action taken with extraneal therapy was not reported. No additional information is available as the reporter declined further follow up.